Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 19-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving five different events. This is the fifth of five reports. Refer to 8030647-2018-00230 for the first event. Refer to 8030647-2018-00231 for the second event. Refer to 8030647-2018-00232 for the third event. Refer to 8030647-2018-00233 for the fourth event. It was reported the flex connector came away from suction catheter during suctioning. The suction catheter, or only the flex connector, was replaced immediately for a new device. There was no patient injury.